Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer experience that the programmer locks up at the company logo screen and therefore it was reconfigured and the software reloaded. (B)(4).

Event description:
It was reported that upon power-up the programmer displays a black screen with the company logo but does not progress beyond that screen. The programmer was returned for service. There was no patient involvement.